Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen with concentration 500 mcg/ml at a dose rate of 96/24 hours via an implantable pump. It was reported that under-dosage occurred. Factors that may have led or contributed to the issue was indicated as medical error. A change in baclofen conc entration with the programmer tablet without changing the product from concentration 500 mcg/ml to 2000 mcg/ml was indicated. Actions taken to resolve the issue included changing again to the concentration with 500 mcg/ml. It was unknown if the issue was resolved as of 2024. The patient was without injury regarding their status as of (B)(6)2024. The patient's medical history, age, and weight at the time of the event were unknown or would not be made available.

Manufacturer narrative:
Concomitant medical products: product ID a810 product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that all was good for the patient and the problem was resolved. The concentration was changed with the good one by the center. No further information was reported.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. Regarding what version of the synchromed ii software application was being used at the time of the event, it was indicated the serial number of the programmer tablet was provided (B)(6).

Manufacturer narrative:
Continuation of d10: product ID a810, serial# unknown, version: unknown, product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.